Event description:
It was reported that, surgeon was performing a rotator cuff repair using a mini-open incision approach. He then predrilled using the correct drill. He then placed the anchor into the bone and had good purchase. When he released the handle to get to the needles, the suture at the base of the anchor broke off. He used the remaining sutures which also seemed to break. He opened a new anchor and it worked fine.

Manufacturer narrative:
Investigation is on going. Additional information will be provided once investigation is completed.